Manufacturer narrative:
Dc bead lumi (with irinotecan) was reported to have been used in the treatment of this patient. The equivalent product lc bead lumi is available in the USA and is indicated for the treatment of hypervascular tumors and arteriovenous malformations (avm). There was no report of device malfunction. It is unknown if any patient related factors contributed to this event, however tace treatment was used after 2 failed chemotherapy treatments. The event of hepatic necrosis, bile duct perforation and sepsis are known complications associated with the tace procedure, and the death was most likely a sequale of the sepsis.

Event description:
Doctor reported patient with a medical history of colorectal cancer underwent salvage therapy colorectal liver metastases treatment with dc bead lumi m1 (date unknown) the patient suffered: "large necrosis at the right liver lobe after debtace with perforation to the bile duct system and consecutive sepsis". The patient was treated conservatively after these events and subsequently died.